Event description:
The patient was being treated for post upper knee surgery. The waveform was ifc, but no parameters were given. It is reported 2 electrodes were placed on the knee. One was placed on the tibia and one on the vmo. The shock went through 2 electrodes on channel 2. This resulted in the patient being shocked and burned. The burn was described as second degree. His treatment was interrupted and ice was applied. Progress towards recovery was said to be impeded, but no explantation was given. The electrodes used were 2.75 circular. These electrodes had been used 4 times. The detail of the treatment settings for treatment time and intensity were not provided by the clinician.

Manufacturer narrative:
Awaiting device to be returned. Once the device is returned and evaluated, the evaluation results will be sent to FDA - MDR.